Manufacturer narrative:
An abbott field service representative at the customer site found a clog in one of wash nozzles (no. 6, blank). The clog was removed, which resolved the issue. No other instrument issues were identified that could account for the customer complaint. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. The nozzles are to be cleaned as part of monthly maintenance. Based on the available information and the results of the current evaluation, a product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely decreased potassium assay result of 1.6 mmol/l. The sample retested at 3.5 mmol/l on a second architect c8000 analyzer in the lab. The customer noticed the cuvette washer overflowing on the architect c8000 analyzer that generated the low result. No exposures or injuries were reported. No suspect results were reported from the lab with no patient impact.